Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The display screen was found to have cracked and the pump powered up to a blank verify screen. The investigation was unable to conduct the remaining testing and fully investigate the reported dim display issue. No conclusion can be drawn regarding the reported failure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.